Event description:
Caller reported pt is deceased and called to find out what to do with the device and additional product. Caller stated customer had difficulty using device and was giving inaccurate readings. Caller alleged the device caused custoemr to have a massive heart attack. Caller stated customer's nurse did not express result concerns. Device memory was unable to be checked due to dead batteries. Caller had device for more than 1 year. A request was made for return product and being returned for eval.